Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during data transmission, the patient was unable to send the data. The power went from orange to green, pairing occurred (while putting the head on the chest). Transmit button flashes, the button was pressed and the home monitor turned off immediately after all 5 leds turned green. The patient was asked three times to remove and insert the power supply and press the reset button, but no data could be sent due to the above symptoms.

Event description:
Reportedly, during data transmission, the patient was unable to send the data. The power went from orange to green, pairing occurred (while putting the head on the chest). Transmit button flashes, the button was pressed and the home monitor turned off immediately after all 5 leds turned green. The patient was asked three times to remove and insert the power supply and press the reset button, but no data could be sent due to the above symptoms.